Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had a charge-pak and attention icon in its readiness display. During device evaluation, physio-control observed that the device would not remain powered on to charge defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the device's internal hybrid layer capacitor (hlc) batteries would not retain a charge correctly. An internal visual inspection of the device was performed without observing any discrepancies. A cause for the hlc batteries not retaining a charge could not be determined. A replacement device was provided to the customer under warranty.